Event description:
It was reported that the high voltage impedance of this right ventricular (rv) lead, was showing a steady increase, with a max reading of 125 ohms. The patient was going to go to the office, to attempt isometrics and discuss rv lead replacement. No adverse patient effects were reported. Evidence suggests this product remains in service. This report will be updated, should additional information be received.